Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. Therefore, the medical record review is identified for the reported difficult to remove, material deformation and patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly experienced difficult to remove, material deformation and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patients' weight was not provided.